Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system. And was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event of a buttonhole defect. The company clinical applications specialist (cas) reported, that the on-site company service representative confirmed, and replicated that when the flap energy was set to one micronodule, the output was actually zero point seventy three micronodules, which contributed to the reported event of sticky flaps. The company service representative performed energy calibration, and as a preventive measure, the company service representative checked the capsulotomy cutting depth. The system was then tested and met all product specifications. The root cause of the reported event of a buttonhole defect cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4) ) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) center (site # (B)(4) ). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with unable to lift the flap due to button hole defect in the right eye during lasik surgery. It was reported that the lifting of button was done with forceps. Patient was reported to have experienced blurred vision, which in the opinion of the reporter is expected to resolve. Additional information has been requested.